Manufacturer narrative:
Submit date: 11/06/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that nursing placed the kangaroo polyurethane feeding tube via the nare. The nurse did not meet resistance following insertion. The catheter was found to have been inserted into the lungs and perforated through the lung (post-traumatic inferior pulmonary ruptured bulla) causing an immediate tension pneumothorax and continuous air leak that required intubation, chest tube placement, and chest compression.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.